Event description:
The device was found to be in backup (bvvi) with power on reset (por) and high voltage therapy disabled. No intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The healthcare provider information was requested, although no information was received.

Event description:
Additional information was received that the cause of the bvvi was due to the device not being programmed into MRI settings, the patient was not pacer dependent, there was no missed therapy, the patient was stable, and the device was reprogrammed to resolve the event.